Event description:
The customer reported a malfunction on the pump with a malfunction code of malf 0 and fault ID available as 277d. There was no information provided regarding any impact on the customer's blood glucose level, and the customer declined to answer whether the issue caused the level to exceed 500 mg/dl. The malfunction code was resettable, and cts provided pump reset information, assisting the customer in resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Cts advised the customer to call back if the malfunction code reappeared, which the customer understood.